Event description:
It was reported that the patient presented with mild stress urinary incontinence. No additional patient complications have been reported in relation to this event.

Event description:
Additional information received indicated that the event resolved as of (B)(6) 2014. There were no further patient complications reported as a result of this event.